Event description:
A consumer reports that she has two bottles of contact lens solution that caused redness, discomfort, ulcers, and sensitivity to light. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 116641f and no deviations were identified. The chemistry and microbiology tests results were reviewed and found to be acceptable. Two similar reports for lot 116641f. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Additional info requested on 08/06/2008, 08/19/2008, 08/27/2008 (2) and 09/02/2008. This report was mailed to FDA on: 09/04/2008.